Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - patient underwent a ventral hernia repair surgery with implant of a bard/davol composix kugel hernia patch. It was alleged the patient has undergone multiple additional surgeries and hospitalizations due to complications associated with the mesh. The attorney alleges the patient to have suffered "pain and suffering," disability, injury and additional surgical invasive procedure.